Manufacturer narrative:
The customer did not return any material for investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that the coaguchek safe-t-pro lancet did not retract after use and a nurse was accidentally stuck. The lancet that did not retract had been used on a patient prior to the nurse being stuck. The nurse had blood drawn for diagnostic testing. The customer declined to provide any additional information related to treatment that the nurse may have received. There was no allegation that the nurse required professional medical treatment for the lancet stick. The box of safe-t-pro lancets was requested for investigation.